Event description:
It was reported that minute ventilation oversensing was observed in december 2018. One pace impedance spike, greater than 3000 ohms, was also seen on this cardiac resynchronization therapy pacemaker (crt-p). When the crt-p was checked, daily measurements and in clinic measurements, were stable. Isometrics and pocket manipulations yielded 1 pace impedance spike. The physician decided to program the device to unipolar pace and bipolar sense and the patient will be followed closely, through remote monitoring. No adverse patient effects were reported. This report will be updated, should additional information be received.

Event description:
It was reported that minute ventilation oversensing was observed in december 2018. One pace impedance spike, greater than 3000 ohms, was also seen on this cardiac resynchronization therapy pacemaker (crt-p). When the crt-p was checked, daily measurements and in clinic measurements, were stable. Isometrics and pocket manipulations yielded 1 pace impedance spike. The physician decided to program the device to unipolar pace and bipolar sense and the patient will be followed closely, through remote monitoring. The device was explanted and returned without additional allegations. No adverse patient effects were reported. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection.